Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3. The hp stated a supply bag fell and disconnected. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr advised the hp to continue therapy with a manual bag and to inform the nurse of the incident. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
It was reported by the patient's attorney that as a result of having the mesh implanted, the pt has experienced serious bodily injuries including extreme pain, infection of her bodily tissues, dyspareunia, significant mental pain and suffering, has sustained permanent injuries, and has undergone multiple surgeries and revisionary procedure.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated a supply bag fell and disconnected. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).